Manufacturer narrative:
B5 updated. D6b explant date unknown.

Event description:
Additional information had been reported upon request: "no product return. And patient outcome great. Venous-arterial extra corporeal membrane oxygenation decannulated, impella explanted, patient extubated and back home."

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that there was some bleeding in the right femoral artery access site. Blood products were administered. Manual pressure was applied.